Event description:
Boston scientific received info that this right ventricular lead exhibited high capture thresholds of 3.0 v at 1.0 ms, so pacemaker outputs were programmed to 6.5 v at 1.0 ms, and subsequently the generator reached elective replacement time after approx three years of service. Surgical intervention was performed. Fluoroscopic eval was done on this rv lead; the lead appeared to have dislodged then reattached high on the septal wall. This lead was surgically abandoned and a new rv lead and pacemaker generator were implanted. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.